Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 11 years and 6 months due to aortic stenosis (as) with calcification. According to the op report, the patient presented with worsening shortness of breath, congestive heart failure, with severe as, moderate aortic insufficiency. Ejection fraction was preserved. There was severe as with an aortic valve area estimated at 0.9 sq/cm, a mean gradient of over 40 mmhg. Post-implantation of the [new edwards] valve there was no perivalvular leak. Noted to be a well functioning valve.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was discarded by the hospital; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis and insufficiency were likely caused by the calcification noted. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.